Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the infusion set cannula was bent. She stated that they changed the infusion set but that the blood glucose still went high and that keytones were present. She reported that the quickserter was difficult to use. She also stated that there was redness at the site of insertion. The blood glucose reading was not given. She declined troubleshooting for these issues. Nothing further was reported.